Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a resection of gynecological masses, when the bipolar instrument was entered into the abdominal cavity, it was activated but the bipolar pedal was not activated. The event caused two scalded eschar points inside the patient's abdominal wall. There was no treatment done on the burn. The surgery time was extended for one hour. Another brand of dissector device, and a bipolar tweezers were used to complete the procedure.